Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain in the distal tips. The cylinders and the pump were removed, the physician then redilated outside of the original capsules and replaced the cylinders and the pump. There were no device issues or additional patient complications.

Manufacturer narrative:
Model number/catalog number: 720185-01, upn: 720185, batch/lot number: 1100433610, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.